Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was 576 mg/dl. Customer required assistance from the contact to address bg by changing pump supplies and administering a manual injection. Reportedly, customer cleaned the speaker holes and cleared the alarm.